Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to have premature battery depletion. Surgical intervention was performed to replace the device. The device was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Longevity calculations that used the explant date for the elective replacement indicator (eri) date determined that the device would have meet longevity expectations had it actually reached eri. However, laboratory analysis could not confirm the field allegation.